Manufacturer narrative:
It was reported two controller ac adapters with connection issues, which causes power disconnect alarms. Two controller ac adapters (cac201482, (B)(4) were not returned for evaluation. Review of the controller ac adapters¿ manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis did not reveal any anomalies involving cac201482 and (B)(4). The reported event could not be confirmed since the units in question were not available for analysis; analysis could not be performed as the devices were not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: adapter controller ac/ (B)(4)/ catalog number: 1425us / expiration date: unk. UDI #: unk. Not returned to manufacturer. Mfg date: unk. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinical engineer that the current version of the controller ac adapter has connection issues, which causes power disconnect alarms to sound. The section that is screwed into the grounding box that connects to the outlet fits loosely. The screw must be tightened exceptionally tight or the cord becomes loose and slightly disconnects. The light emitting diode (led) light on the grounding box still stays illuminated green for approximately 20 seconds after the plug has lost connection with the box. The site is concerned that the patient may mistakenly believe there is an issue with the controller and may change the controller as a result. The adapters remain in use. No patient complications have been reported as a result of this event.